Manufacturer narrative:
(B)(4) . H11: the actual device was received for evaluation. A visual inspection was performed, and it was noted that there was a cut in the tubing. The reported condition was verified. The cause of the condition was determined to be related to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned sample, it was observed that a clearlink system continu-flo solution set had a cut in the tubing. It was unknown if the set had been used by a patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.